Event description:
Healthcare professional reported via company representative a side unspecified rupture and exchange due to concerns with the product. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.